Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported by the patient on maude event report mw5074614 "needed hysterectomy. Doctor said I had to try ablation first. ( had a previous tubal which is a contradiction to this procedure. Ten days after the procedure, I started bleeding. And had horrific pains. The doctor gave me the runaround. You're still having. You're adjusting. Give it time. Give it 3 cycles. Etc. The bleeding never stopped. And the pain progressed every day. By 6 months, I begged the doctor to see me. Something was wrong. All I could do was curl up into fetal position with towels under me. The pain and bleeding was so bad I couldn't function. She begrudgingly agreed to see me. Said everything looked fine, but had me go for an ultrasound. Less than a week later, I was having a hysterectomy. Six months after that, I was having pelvic reconstruction to repair even more damage. I find it hard to believe all this damage just appear out of nowhere after years of multiple doctors claiming nothing was wrong with me. All the MRI-s, scans. Ultrasounds. Exploratory surgeries. Bloodwork. All had been normal" up until the ablation. Within 6 months, my insides were a mess". No other information reported.